Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was not confirmed as not all components were returned. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of the right common femoral artery with a proglide device using the pre-close technique prior to an interventional vascular procedure. Reportedly, the suture was not present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The vascular procedure was completed using a large-bore sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.